Manufacturer narrative:
Zoll has not yet received the autopulse lithium ion battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse lithium ion battery (s/n: (B)(4)) indicates that it is fully charged; however, when the battery was inserted into two autopulse platforms, both platforms displayed that the battery was "low". There was no patient involvement reported.

Manufacturer narrative:
The lithium ion battery (li-ion) (s/n (B)(4)) was returned to zoll for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for li-ion with serial number (B)(4). Visual inspection of the returned li-ion battery was performed and found that the battery latch was broken. Archive review showed no errors reported during the reported event of (B)(6) 2016. There were multiple successful battery charging events recorded from (B)(6) 2016 to the end of the archive on (B)(6) 2016. Battery was last charged successfully on (B)(6) 2016 and was last inserted into the autopulse on (B)(6) 2016. During functional testing the battery was tested using autopulse platform on a lrtf (large resuscitation test fixture) for 22.26 minutes and passed the test without errors. In summary, the customer complaint was not confirmed during archive review or functional testing. The battery successfully powered the platform. There were no device deficiencies found during evaluation of the returned battery that could have caused or contributed to the reported complaint. The battery functioned as intended.